Event description:
Hip prosthesis including delta tt cup implanted on (B)(6) 2013. Revision surgery on (B)(6) 2015 due to periprosthetic infection. The event occurred in (B)(6).

Manufacturer narrative:
Further info provided by the source: "chronic infection by (B)(6), confirmed at the time of explantation. Infection already present in 2013." Explants not returned. Photos of explants and x-rays not available. No anomalies detected by checking the sterilization charts of the devices involved. No other complaints received on these lot . Delta tt cup (only piece involved marketed in the us): 7 pieces manufactured with this lot #. Probable cause of infection by the available info: predisposition of the patient (chronic infection, already present in 2013). Event not due to prosthesis itself. Pms data: revision rate associated to this event (infections / septic loosening with delta tt cup) is 0.016%; by our analysis, all the events are not due to the device itself. No corrective actions. Limacorporate will keep the market.